Event description:
The sheath became detached from the hub. Another flexor ansel guiding sheath used to complete the procedure without difficulty. No harm to the patient reported. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
No product was returned to assist in the investigation. Per quality control specification, there is 100% inspection, confirming the flare on proximal end of sheath is caught securely in proximal fittings and that the sheath does not rotate in cap fitting. The coils in sheath are verified to continue into cap. Each flare is also inspected. An IFU is provided that informs the end user that all catheters and instruments used with this introducer should move freely through the valve and sheath. As no product was returned, the complaint was confirmed, based solely on customer's statements of the event. A review of manufacturing records revealed that the devices from the complaint lot number were assembled after the effective implementation date (B)(4). A CAPA was previously issued at management discretion for this failure mode and product family prior to this occurrence. The appropriate internal personnel have been notified of this complaint and we are continuing to monitor complaints for similar events.